Event description:
In 2005, pt had a hemiarthroplasty of the right shoulder. Since that time, the pt has been unable to elevate the arm past 30 degrees. The pt returned to surgery for revision. The pt underwent a total shoulder replacement.